Event description:
During service of product, unit was found to not cycle with all "leds" & single tone alarm due to integrated circuit u27 & u28 on the logic board being out of spec. Replaced u27 & u28.